Manufacturer narrative:
Device remains in patient. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that: "drill bit broke off inside patient and cannot be retrieved."